Manufacturer narrative:
The event took place outside of the USA (in (B)(6)) and was associated with a product that is also cleared for the market within the USA.

Event description:
Revision due a fall of patient. Surgeon explanted metaglene, glenosphere and cup and replace by a new metaglene, glenosphere, cup and post extension +6mm.